Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement of the foley catheter, the patient experienced urinary leakage. Upon inspection, damage was found in the y-shaped part.

Manufacturer narrative:
The reported event is unconfirmed. Received (4) photo samples. The first photo was a top view of the three-way catheter. The second photo was a zoomed in view of the trifurcation site. The third photo was a zoomed in view of the tip of the catheter with deflated balloon. The last photo was of the inflation valve with the batch # ngjx2982. Received 1 all-silicone temp sensing foley catheter with sample port connector. Verified material number 2758j14 and manufacturing lot number ngjx2982. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement of the foley catheter, the patient experienced urinary leakage. Upon inspection, damage was found in the y-shaped part.